Event description:
A caller reported an issue with the touchscreen responsiveness where the pump screen was frozen and would not respond to input. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information, and the caller chose to reset the pump, after which the issue was resolved, allowing the customer to interact with the pump screen successfully.